Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot: l808286, manufacturing site: hägendorf, release to warehouse date: may 15, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service & repair evaluation: the customer reported the device stuck with the reaming rod and an unknown catalog number extraction screw. The repair technician reported the t-handle is bent. Bent is the reason for repair. The cause of the issue is unknown. T-handle was replaced. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfn nail (part: unknown, lot: unknown, quantity: 1), tfn helical blade (part: unknown, lot: unknown, quantity: 1), tfn rods (part: unknown, lot: unknown, quantity: unknown), locking screw (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a partial removal and plate fixation of the trochanteric femoral nail (tfn), the two (2) universal chuck with t-handle became stuck with the reaming rod and an unknown extraction screw. Initially, the patient was implanted with a trochanteric femoral nail (tfn) last 2015 and was found broken on an unknown date. The surgeon planned to exchanged the unknown rod/nail and used the unknown proximal femur plate instead. The procedure was completed successfully by using another universal chuck with t-handle. There was a surgical delay of ten (10) minutes. Most of the implants such as the unknown helical blade and unknown locking screw were explanted along with the proximal part of the unknown nail and it was revised to a new implant. The distal part of the unknown nail stayed in the patient as the surgeon was unable to remove the distal portion. An unknown proximal femur plate was implanted with unknown screws going around the unknown nail, and using an unknown cables. Patient outcome is good. Concomitant device reported: unknown tfn nail (part# unknown, lot# unknown, quantity 1), unknown tfn helical blade ( part# unknown, lot# unknown, quantity 1), unknown tfn rods ( part# unknown, lot# unknown, quantity unknown), unknown cables ( part# unknown, lot# unknown, quantity unknown). This is report 1 of 3 for (B)(4). This complaint is linked to (B)(4) that was created to capture the broken tfn nail which is a post-op event and (B)(4) was created to captures the intra-op event.